Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 21867, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for 9 injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. No system notice was triggered. The flow, pressure and temperature were all normal. There was no kink or bent on the guide wire lumen of the catheter in the balloon segment. In conclusion, the reported guide wire lumen kink was not confirmed through visual inspection of the catheter. The balloon catheter passed the returned product inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, difficulty entering the pulmonary veins was experienced. After many attempts, it was noted the balloon portion of the balloon catheter and the end of mapping catheter were bent. The balloon catheter and mapping catheter were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.